Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at implant for a normal generator change due to eri. It was observed that the right ventricular lead impedance was high and the threshold was rising. A lead fracture was suspected. The lead was capped and replaced (B)(6) 2018. The patient was stable prior, during and after the procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 4.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.